Event description:
;It was reported that prior to a da vinci-assisted surgical procedure, the tip of the monopolar curved scissors instrument was broken. It would not hold the scissor's tip. The procedure was completed with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: no fragments fell into the patient's anatomy. The mcs was having trouble locking into place with multiple tips opened. The patient has not returned with any complications. There is no material detached or missing from the instrument.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken tube adapter. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of a damaged tube adapter is attributed to either tip accessory installation issues or damage during use. This issue can be resolved by using an alternate instrument to complete the procedure.